Event description:
The customer alleged, the unit was running and began to overflow with "blue fluid" on the floor. No error message was present. The customer checked the float switch, it was in place properly. The hoses were not kinked. The customer stated that the unit was leaking cidex opa. No lot number was provided. There were no reports of injuries. A field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The facility, evaluated at customer site. The field service engineer (fse) diagnosed a basin overflow and a pwa microprocessor board malfunction. The fse replaced the pwa microprocessor board. The unit met the manufacturer's required specifications. Results: pwa microprocessor board.